Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed apd (automated peritoneal dialysis) passed away due to an unknown cause. The nurse confirmed that the pt did not have an exit site infection, peritonitis or adequacy issues prior to death. It was not reported if the pt was hospitalized prior to death. On an unreported date, nutrineal therapy was discontinued. It was not reported whether the dianeal therapies were ongoing until the time of death. It was not reported if an autopsy was performed. No further information was provided. Additional information was requested but is not available.